Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. A review of the pump¿s black box could not be conducted due to internal moisture damage. During testing, the pump powered on to a blank display screen with no functioning auditory or vibratory features. The call service alarm complaint could not be investigated due to internal moisture damage. Unrelated to the initial complaint, the battery compartment was observed to be cracked. The leak test failed due to a battery compartment leak. The pump was opened and moisture was observed on internal surfaces of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.